Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the leg. She attempted to lower the patient's bg levels by delivering correction boluses, but was unsuccessful. Upon inspecting the pod, the patient observed that the cannula had dislodged from the infusion site. After the pod was removed, it was noted that the cannula was bent. The history of the patient's bg levels were as follows: 07:55pm - 8.8mmol/l (159 mg/dl), 06:31pm - 7.1mmol/l (128 mg/dl), 08:59pm - high ~ 27.8 mmol/l (500 mg/dl), 10:06pm - 21.8mmol/l (393 mg/dl).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.